Event description:
In 2009, this senior medical affairs specialist spoke with the patient/layperson regarding an allegation that results on his onetouch ultra meter were erratic. The pt informed this specialist that he was concerned that a result was lower than on a neighbor's meter, not erratic. The pt reported the following. Eight days prior, the pt obtained 102 mg/dl. Fifteen to 20 minutes later, the pt was shaky with frequent urination, sweaty palms and a dry mouth. Reportedly, the pt experiences the same symptoms for both hyper and hypoglycemia. The pt then borrowed a neighbor's onetouch meter using his own test strips rather than the friend's; result 286 . Based upon that result, the pt injected 35 units novalog. He reportedly felt better after the insulin. Later, he called customer service. Although the pt indicated he had placed his meter on a heating vent to warm, it is unclear if he did this on the morning of the event or on another day. The customer care advocate replaced the products. Because the patient alleged having symptoms that meet the criteria of serious injury after the alleged issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.